Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump seemed to be over delivering insulin. The customer explained that the bolus wizard was over calculating the amount of insulin to be delivered despite the correct settings in the insulin pump. The customer also reported that the insulin pump had a deep scratch on the screen, but it did not interfere with reading the display. Blood glucose level at the time of the incident is unknown. Troubleshooting was declined. The customer was advised the insulin pump would be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.